Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
(B)(4). Additional information was received one year after the initial observations were reported stating that noise was being oversensed resulting in approximately two seconds of asystole for the pacemaker dependent patient. The patient is elderly and is not symptomatic. The lead remains in service at this time and no other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that a lead safety switch (lss) was triggered on this pacemaker and right ventricular (rv) lead by a low impedance measurement. There was also noise on the rv electrogram (egm). The plan is to bring the patient in the clinic for further assessment. Additional information was received indicating that the patient is scheduled for a lead revision in the future. At this time no further intervention was performed. No adverse patient effects were reported. The system remains in service.